Event description:
It was reported that patient underwent surgery (planned due to cured bone fracture) for removal of proximal femoral nail. Intraoperative identification of implant / nail fracture. Nail could not be removed with standard instrumentation. Surgery was prolongated.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4), which markets the devices in (B)(4). The MFR did not receive explanted devices or x-rays for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. It is not suspected that product failure lead to the alleged event described in this report. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).